Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e315 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. (B)(4). Feedback: the service technician cleaned the instrument and replaced both the leak strip and its gasket. The system checkout procedure was then successfully completed. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a drive tube break during a double needle mode treatment after 211ml of whole blood processed. The customer stated that the upper bearing was open and that the bottom bearing was closed. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was fine and in stable condition. The customer reported that there were no alarms and that the leak detector strip was damaged. Service was requested. The kit was not returned for investigation.